Event description:
It was reported that the transmitter would not power up. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter failure to power up was verified. Final analysis found no physical damage to the outer plastic housing. The plug was removed and damage was revealed to the ac power adapter prongs. The ac power adapter was then opened up to reveal heavy burnt damage on the main pcb. The transmitter was opened up after and no damage was noted to the main circuit board. Ac power adapter was replaced and unit was plugged in. The unit powered on successfully. Testing revealed original ac power adapter was defective.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.